Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device requires replacement due to a floppy tip caused by one cylinder that is too short. The device is still implanted and revision surgery is scheduled. No other adverse patient effects were reported.

Event description:
Additional information received further reported that the revision case took place on (B)(6) 2022. The implant was removed, radilated, and measured again. The measurement was one centimeter longer, so the physician removed the original one-centimeter rear tip extender and replaced it with a two-centimeter rear tip extender. The original device was then reimplanted. At the final inflation test, the implant was sitting well.